Event description:
Routine complaint investigation when a consumer reported receiving high readings on their blood glucose readings. Investigation showed pt was using their meter uncalibrated to the strips being used. The readings obtained caused pt to mistreat themselves by altering their diet. Resulting in emergency treatment and hospitalization.